Event description:
It was reported that the patient had experienced syncope. In clinic, it was determined through interrogation that a loss of right ventricular capture had occurred. The pulse generator did not issue backup therapy in response to the loss of capture. The reason was thought due to an incompatibility between the recently implanted device and a competitors older lead model which had been implanted more than 16 years prior. The device was reprogrammed to take this into account. The patient would continue to be monitored.